Event description:
It was reported that revision surgery was performed due to dislocations, which occurred (B)(6) 2013. Sswelling of the right buttock reported prior to the dislocations.

Event description:
It was reported that revision surgery was performed.